Manufacturer narrative:
No photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified, and the root cause could not be determined. A device history record could not be evaluated as the lot number is unknown. We would be very interested in examining product that does not meet your expectations and our quality standards. A photo of the defect or physical sample could assist our quality team in their investigation. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis of the affected device. Examination of the product involved may provide clarification as to the cause for the reported failure.

Event description:
It was reported that bd plastipak 10ml syringe had a needle connectivity issue the following information was provided by the initial reporter translated from spanish to english: syringe connected to the needle extension for 5-fu infusion. When removed after the flush, the syringe nozzle is lodged in the extension of the needle.